Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that there was a leaking purge retainer. The patient remained on support until successful explant serval days later.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. Corrected information has been provided in d4(serial); e1; e3. The cause of the fluid leak -sidearm was not determined due to the leak being unable to be recreated on the returned pump.

Manufacturer narrative:
D9: added devices return information.

Manufacturer narrative:
Additional information. The following information was received: leak continued at a slow leak, but pump was functional without changes in purge flow or pressures. Patient explanted successfully. The pump will be returning.